Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jul2019. The service engineer (se) was dispatched to the site and performed a performance verification test. The se replaced the air o2 flow sensor assembly. An investigation was performed and the product analysis technician reported that the customer returned gds system failed due to the air flow sensor u1 was out of specifications. Replacement of the air flow sensor u1 corrected the issue with this unit.

Event description:
The customer reported that the air flow accuracy failed due to the unit was out of tolerance. The customer reported there was no patient or user harm. The event date was not specified, estimate used.